Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula may not have been inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported that her blood glucose reached 446mg/dl while wearing the pod between 24 and 36 hours on her abdomen. She did not believe that the cannula was inserted properly due to leaking and smelling/feeling insulin on her skin. The patient also stated that the cannula appeared bent when the pod was removed.